Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) was not sure why intensity was jumping, possible issue with adaptive stimulation. The rep noted that the solution is resolved. The rep wrote that the adaptive stimulation was reset and reoriented. The patient stated he is no longer having any issues. And the providers are up to date on the issue.

Event description:
Additional information was received. It was reported that they received the replacement controller and the issue did not resolve. The patient also stated they had an appointment on (B)(6) 2021 for reprogramming with a manufacturer representative (rep) and the issue still did not resolve. The patient stated when they got home from the appointment they noticed the settings were changing on their own. The patient stated adaptive stimulation seemed to be working as it should and was recognizing when they would switch positions. The patient mentioned they had stimulation set at 2.0 and within an hour it changed to 2.8 by itself. The patient stated they called the rep and said they don't know why their stimulation is changing by itself and was instructed to call in for further assistance. Information was reviewed and the patient was directed back to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient states they think their controller was going haywire. The patient stated they talked to the rep yesterday about the adjustment a week ago. The patient said they were good up until their back starting hurting and they checked and the stimulation was zero. The patient stated they went back up with the stimulation and had to do this three times until the stimulation stayed. The patient said that since then it goes to 0 and goes back up and now the right side is only working. The patient said the rep had them turn off the adaptive stimulation and it worked fine up until now this morning when the same thing happened with no stimulation and they had to increase again. The patient stated ever since their appointment for an adjustment on (B)(6) this has all been going on. A replacement controller was sent to the patient to rule out that it was not turning the ins off. The patient was redirected to their healthcare provider (hcp) to further address the issue.